Event description:
An allergan med affairs representative reported shortly after the left side implantation surgery of seri, the patient had a seroma that was drained and cultured. The results of the culture were no infection. The physician also noticed redness on the overlying area where the seri had been placed on the left side. The physician performed exploratory surgery in attempt to determine what was causing the redness. During this surgery, unincorporated seri was trimmed back and removed. The redness continued after the exploratory surgery. Three weeks after the exploratory surgery, the physician removed the seri to try and get rid of redness. The physician noted after the seri was explanted, the redness subsided.

Manufacturer narrative:
(B)(4). The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported events of redness as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."